Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions on how to reset the pump and successfully did so with assistance. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.